Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(4) 2019, senseonics was made aware of an instance where the physician could not remove the eversense sensor on the first attempt. The patient was asked to revisit the healthcare facility for a second removal attempt.

Manufacturer narrative:
Sensor was successfully removed by the surgeon. No further investigation was required.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report. Patient date of birth and age have been provided.